Manufacturer narrative:
The suspect device has been returned to olympus for evaluation, the service center observed a defective liquid crystal display (lcd) panel caused no image to display when powered on. It was also noted the bezel and rear cover was cracked. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus their high definition lcd monitor the frame was cracked and broken. Upon inspection and testing of the customer returned device, it was observed no image displayed when powered on. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the lack of image was caused by a faulty lcd panel. However, the definitive root cause of the faulty lcd panel could not be determined. Olympus will continue to monitor field performance for this device.